Event description:
Pt was in a car accident on 6/2/97. On 6/3/97 he was hospitalized for acidosis. While in the hosp, it was realized that the insulin cartridge was shattered, thus the pt was not receiving insulin. Pt relieves that the airbag or seatbelt shattered the cartridge.